Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient experienced a hemorrhagic cerebrovascular accident. The patient was treated with blood products and medication to lower abnormally high anticoagulation. Multiple CT scans were performed to access the severity of the bleed. The patient was reported to have been discharged from the hospital to hospice. The hvad pump ((B)(4)) was not returned to the manufacturer for analysis as it remains implanted. Therapeutic center does not believe the reported event was related to the device. Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately two years post hvad implantation, the patient arrived at an outside hospital with a three day history of headache and nausea. Prior to her admission, inr levels completed via an outside lab was 1.9. The patient was instructed to take 6mg of coumadin twice weekly and enoxaparin 70mg twice a day. She had taken a total of three doses of enoxaparin before presenting to the hospital. The patient's admitting inr was supra-therapeutic and CT head results revealed a left parietal bleed. She was treated for inr reversal, pain management and nausea during her hospitalization. Three days later the patient was transferred to the neurological ICU of her implanting facility. She was initially responsive on admission and continued to complain of nausea and headache but progressively lost cognition over time. She received fresh frozen plasma and vitamin k for inr reversal. Additional information received indicated that the patient was admitted to hospice but was awake and talking. Investigation is ongoing.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.